Event description:
It was reported that a revision surgery was performed due to implant fractured inside the patient.

Manufacturer narrative:
The associated complaint device was returned to be evaluated. The visual inspection of the returned device shows the femoral stem was found to be fractured at a distal distance of approximately 104 mm from the head center. The distance from fracture surface to the end of the porous region is approximately 57 mm on distal piece of the returned stem. The cocr femoral head appears to be 22 mm in diameter. Visual scratches were noted on the polished neck. The head did not exhibit any visual scratching. No sign of bone on-growth on the porous region of the proximal piece. The distal piece does exhibit some attached material extending from the distal beginning of the porous beads to a distance of approximately 28 mm. Some porous beads are missing just distal to the fractured surface on the lower piece were observed. No other visual observations were made. No material or manufacturing deviations indicated from this investigation. No determination of the reason for fracture could be made. A review of complaint history revealed no prior complaints for the listed part. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Our clinical/medical team concluded based on the limited information, the root cause for the stem breakage cannot be confirmed but poor bone support in the proximal portion of the stem and weakened bone support at the old fracture site could have played a role. Trauma, fall or other accident, though not reported, cannot be ruled out a contributing factor. No information on the patient¿s current has been provided at this time. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. We consider this investigation closed.